Event description:
It was reported that during an unknown procedure the device was ejecting clips. No other information was provided other that they used a second device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.